Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis and comorbidities of dyslipidaemia and hypertension underwent an implant procedure with a transcatheter aortic valve. The patient was classified as nyha functional class ii and was receiving ongoing treatment with ace inhibitors, beta-blockers, furosemide, and statins. Baseline electrocardiography showed no abnormalities. Following the procedure, standard electrocardiography revealed av block I and left bundle branch block. The patient became pacemaker dependent and a pacemaker was implanted as treatment for these electrocardiogram abnormalities. The patient was discharged home with no late complications.